Manufacturer narrative:
The field service engineer (fse) was at the customer site and observed that the source of the leak was the side tubing at the color gravity module was loose. The fse tightened the tubing and performed y-axis, z-axis alignment to resolve the issue. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported observing an uncontained leak on top of the strip provider module (spm), strip conveyor system (scs), inside the strip waste bin of their ichem velocity automated urine chemistry system. The leak consisted of a few drops. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.